Event description:
Device malfunction: none. Symptoms / ae: transient ischemic attack treated with integrilin. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt had a transient ischemic attack with right sided weakness. An integrilin bolus was given and the symptoms resolved. Discharge info was not provided. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Transient ischemic attack is a known potential adverse effect associated with the use of this device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.